Event description:
Sorin group (B)(4) received a report that the outlet port of the bmr venous reservoir bag broke off while the clinician was removing the circuit from the system after the procedure. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the bmr1900 phisio venous reservoir bag. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the outlet port of bmr venous reservoir bag broke off while the clinician was removing the circuit from the system after the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.